Event description:
It was reported that the bd micro-fine¿+ pro pen needle failed to deliver drug solution. This event occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: complaint from a patient using micro fine pro that liquid did not come out of 7 needles. The actual product was kept at the pharmacy. Due to the risk of infection, the contents have not been confirmed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro-fine¿+ pro pen needle failed to deliver drug solution. This event occurred 7 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: complaint from a patient using micro fine pro that liquid did not come out of 7 needles. The actual product was kept at the pharmacy. Due to the risk of infection, the contents have not been confirmed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2/3/2022. H.6. Investigation: seven open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. Unknown, cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on five samples and a broken non patient end of cannula was observed on the remaining two samples. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.